Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign objects in the biopsy channel. There was no patient involvement.

Manufacturer narrative:
This report is being submitted to provide information based on the final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.